Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite (return instrument test/evaluation) functional test and an additional problem of ground bond resistance was encountered during rite electrical test. The assignable cause for ground bond resistance was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.